Manufacturer narrative:
This complaint is a duplicate of MFR. Report # 2023826-2021-04229. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The surgeon plans to remove and replace the icl lens due to resizing. The lens remained implanted. Additional information has been requested but none has been forthcoming.